Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device has not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image when connected to various scope models. This event occurred during preparation for use in a diagnostic esophagogastroduodenoscopy procedure. This caused approximately a 30 minutes delay and then 5-10 minutes for the other 2 procedures and happened during 3 different procedures. Some of the scopes work for about 5-10 minutes then loose image and just have a outline. All 3 procedures were completed and the condition of the patient was not impacted. Related patient identifiers: (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.